Event description:
It was reported that the lead dislodged. During the procedure to reposition the lead, the helix could not be retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concominants: unknown. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.